Event description:
It was reported that a spectrum pump turns off and on without user input. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shut down without user input. The cause was determined to be contact between the scanner bracket screw and the two traces of the backflex causing shorting. The failed backflex was replaced.